Event description:
Consumer reported complaint for high blood glucose test results. Customer stated when she tested and obtained a result of 210 mg/dl (undisclosed if fasting or non-fasting) she had taken an extra dose of metformin due to the result being high. Customer also stated the tested using another device and obtained a normal result. The customer's expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 12/31/2026; product storage and open vial date were not provided. The meter memory was no reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 18-mar-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.